Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise episodes were observed due to intermittent undersensing. No lead noise was seen on the stored egm. Reprogramming of the device was recommended.